Event description:
It was reported to philips that the heartstart xl+ defibrillator is not switching on. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device is not switching on. The fse evaluated the device onsite and found the defibrillator is switching on and functioning properly. The fse performed operational checks and all tests passed. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, we were unable to replicate the reported problem. There was no observed device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The fse confirmed the device is fully functional and returned the device to service. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.